Event description:
It was reported to philips that there was artifact in the image. The system was in clinical use at the time of the reported event. The procedure was cancelled and rescheduled. There was no allegation of injury to the patient or user. An investigation into this complaint has been initiated by philips.